Event description:
Subsequent to the initial filed report, the 2.25x23 xience v rx stent delivery system that was initially reported as having a fractured stent was received with mangled stent struts on the 1st and 2nd rings of the proximal end of the stent, but stationary on the balloon between the markers and not fractured. Confirmation was received that the correct device was returned and that the stent struts were bent, but not fractured. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. Concomitant medical products: guide catheter: cordis jj 6fr xb3.5; stent: xience v 2.25x23. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Difficult to remove/guiding catheter resistance was not confirmed. Stent damage was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction. During the procedure to treat the patient, after pre-dilating a lesion in the left circumflex (lcx) coronary artery with a 2.0x15 mini trek balloon dilatation catheter (bdc) inflated to 12 atmospheres (atm), a 2.25x23 xience v stent was advanced via femoral access and deployed at 8 atm in the lcx, followed by routine stent post-dilatation with a 2.5x8 nc trek bdc inflated to 12 atm. Pre-dilatation of a concentric, 80% stenosed lesion in the narrow, distal 1st obtuse marginal (om1) coronary artery was then performed using the same 2.0x15 mini trek bdc. Another 2.25x23 xience v rx stent delivery system (sds) was then advanced toward the lesion in the om1 but was unable to cross the om1 lesion. The 2.25x23 xience v sds was withdrawn to perform additional dilatation, however, as the 6fr non-abbott guiding catheter had jumped back into the lcx ostium, resistance was felt against the guiding catheter during withdrawal against resistance, and it was noted that, due to resistance against the guiding catheter, the distal part of the xience v stent was fractured, but no part of the stent was separated. The lesion in the om1 was pre-dilated again with the same 2.0x15 mini trek bdc inflated to 8 atm. An attempt was then made to cross the lesion in the om1 with a 2.25x26 non-abbott sds, but was unable to cross the lesion. Dilatation of the om1 was completed using a 2.25x20 voyager rx bdc via inflation to 6 atm, resulting in 50% stenosis; reportedly, stenting of the om1 was not performed because there was no smaller sized stent available to treat the om1.